Event description:
Procedure type: robotic-assisted laparoscopic prostatectomy. According to the reporter: the surgeon found a piece of rubber inside the patients abdomen. The blunt tip trocar's balloon port was torn. The piece was retrieved without extending operating room time or incision size. There was no harm to the patient.

Manufacturer narrative:
(B)(4).